Manufacturer narrative:
A philips service engineer replaced the solenoid to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by the spring on the pin not releasing the pin back down preventing the locking solenoid from fully engaging. This issue has not reoccurred at the customer site post repair. The part had been inadvertently discarded and cannot be further investigated.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer repaired the system by replacing the solenoid. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.